Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a rcr of the ss and is tendons, the surgeon passed ut through the ss tendon to reduce the tear. The hole prep used was 5.5mm awl dilator tension applied after distal eyelet into the hole. On disengagement of the inserter the suture slackened off a few mm. Then, the surgeon pulled the ut suture and the "healicoil knotless anchor" came out of the hole. They removed all parts including the peek eyelet which they had to re-engage the inserter and back-up the grub screw. The repair was completed without significant delay with an additional anchor using another ut. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was not returned with original packaging. The anchor does have debris on it. Anchor plug and distal tip are separated from anchor. No physical damage is visible to the device. The state in which was the device was returned did not allow for a functional evaluation of the reported event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.